Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm, battery out limit alarm as well as button error alarm. It was also reported that the keypad was unresponsive. Customer's blood glucose level at the time 72 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to verify motor error alarm or battery out limit due to button keypad anomaly. The motor passed the motor test. The insulin pump has cracked case at display window corner, battery tube threads and minor scratched display window.